Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they their blood glucose level went up to 516 mg/dl. It did not come down until they took a manual shot. The customer¿s current blood glucose level was 488 mg/dl. They had been treating with a syringe and a bolus from the insulin pump. Troubleshooting was performed. They performed the high-pressure test. The device will not be returned for analysis.